Event description:
It was reported that the pt's mother believes the infusion device has not been delivering enough insulin for six to eight weeks. The infusion device has displayed error code e7 (electronic error) and error code e6 (mechanical error). The mother stated that the infusion device's vibration alarm is defective. The pt's normal blood glucose range is 120-160 mg/dl. The pt's blood glucose level rose to 300 mg/dl and was corrected with both the infusion device and insulin injection. On (B)(6) 2012, the pt's blood glucose level rose to 400 mg/dl. On (B)(6) 2012, the pt's blood glucose was elevated to 222 mg/dl which was corrected using a replacement infusion device that was sent to the pt. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.